Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 301950001, implanted: (B)(6) 2012, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a power on reset (por) after battery depletion. It was further reported that an antenna locate feature was used 6 to 7 times consecutively to jump start the implantable neurostimulator (ins) and allow for charging with eight bars/boxes. It was noted that the ins was fully charged at the time of the report. The patient was going to schedule a time with a manufacturer representative to reset the por. It was further noted that the battery depletion was normal. The patient reportedly could not remember the last time they charged, they thought it had been a few weeks but it was possible it had been a few months prior to the report. It was also noted that there were several attempts unsuccessful attempts to charge with the antenna locator number at 68-70. It was further reported that the patient had less than (B)(6) therapeutic relief and the location of the issues was the device pocket. The patient had reportedly lost therapy due to the ins depletion. It was noted that the patient was alive with no injury. It was later reported that the power on reset (por) was cleared on (B)(6) 2014 and that the patient was able to charge and was receiving effective therapy.